Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report the customer had not addressed the elevated bg; instead, they contacted technical support. The technical support team instructed the caller to perform several procedures, including disconnecting the tubing, tightening the lock, and delivering boluses to address the issue. Despite recurring alarms, a successful bolus delivery was achieved after loading new supplies.